Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-(B)(4).

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. If implanted, give date: not applicable, as the lens was not implanted. If explanted, give date: not applicable, as the lens was not implanted. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported when inserting zcb00 15.5 diopter intraocular lens (iol) into the eye the lens was scratched by the injector upon insertion. There was incision enlargement, no vitrectomy, and a similar lens was used to complete the procedure. Attempts were made to contact the customer account requesting additional information however, no response was received. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
Additional information: device available for evaluation: yes, returned to manufacturer on: 10/15/2018, device returned to manufacturer: yes. Device evaluation: only packaging components were received. The reported issue could not be verified. A product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no additional investigations request were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a malfunction or product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.